Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported noisy screen, blackout and scope communication error (e30) displayed during therapeutic polypectomy procedure involving an olympus colonovideoscope while the patient was under sedation. The intended procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.